Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying incorrect pulsatility index (pi) values was confirmed via the submitted photos. A review of the submitted controller event log file spanned approximately 7 days (16jul2025 ¿ 22jul2025 per time stamp). The calculated average pulsatility index (pi) throughout the log was 3.45. There were no notable alarms active in the log file. The system monitor, serial (B)(6), was not returned for analysis. The provided information stated that the pulsatility index (pi) on the system monitor was showing 5222, the unit was restarted, and then showed 0.0 all while the controller was connected. The nurse stated that the controller pi would read otherwise. The provided pictures confirmed a connected controller with a flow of 4.8 lpm and ~5600 rpm showed a 5222 pulse index and then a 0.0 pulse index. These are erroneous values and are inconsistent with the other parameters visible on the monitor. Additional information stated that there was no impact to the patient, and restarting the monitor did not fix the issue. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report submission was delayed as a result of an FDA electronic submission gateway (esg) communication error on 30july2025. Correction: section g4 PMA/510(k) # corrected. Manufacturer's investigation conclusion: the reported event of the system monitor displaying incorrect pulsatility index (pi) values was confirmed via the submitted photos. A review of the submitted controller event log file spanned approximately 7 days (16jul2025 ¿ 22jul2025 per time stamp). The calculated average pulsatility index (pi) throughout the log was 3.45. There were no notable alarms active in the log file. The system monitor, serial (B)(6), was not returned for analysis. The provided pictures confirmed a connected controller with a flow of 4.8 lpm and ~5600 rpm showed a 5222 pulse index and then a 0.0 pulse index. These are erroneous values and are inconsistent with the other parameters visible on the monitor. Additional information stated that there was no impact to the patient, and restarting the monitor did not fix the issue. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use (rev. D) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was showing pulsatility index (pi) 0.0 and pump speed 5222 revolutions per minute (rpm) while the system controller would read otherwise. Following review, log files captures routine events, the ventricular assist device (vad) and peripheral equipment appeared to have been functioning as intended. It seemed to be an issue with the system monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.